Event description:
Nellcor puritan bennett received a call from rep of facility on 5/18/99. Facility called to report the following problem: intermittently vent will deliver low volumes, unit is insect infested.